Event description:
The pt reportedly did not receive benefit from the cochlear implant and experienced facial nerve stimulation. Due to lack of pt progress, the decision was made to explant the pt's cii device. The pt's device was explanted.